Manufacturer narrative:
Please note that it was established that the device was not manufactured by william a cook australia pty ltd but was a cook incorporated device. Cook incorporated submitted a report reference: 1820334-2021-01364 to investigate this event.

Event description:
While attending the critical issues america virtually, during the q/a session one speaker stated that he had issues explanting an infected zenith fenestrated aaa endovascular graft from a patient that resulted in death. Specifically, he indicated that the iliac legs ¿shredded¿ the vasculature during explantation resulting in severe/uncontrolled bleeding. This comment resulted on further discussion on explanting devices, including those from cook.

Event description:
While attending the critical issues america virtually, during the q/a session one speaker stated that he had issues explanting an infected zenith fenestrated aaa endovascular graft from a patient that resulted in death. Specifically, he indicated that the iliac legs ¿shredded¿ the vasculature during explantation resulting in severe/uncontrolled bleeding. This comment resulted on further discussion on explanting devices, including those from (B)(4).